Event description:
The philips customer repair center reported that the unit failed to power up.

Manufacturer narrative:
Philips product support engineering confirmed the symptom and determined the cause to be a failed power pca.